Event description:
A malfunction was reported by a caller regarding a pump, but there were no notable events prior to the incident. The impact on the customer's blood glucose level is unknown. However, a fault ID was available, and the malfunction code was resettable. Technical support provided instructions to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears, which the caller acknowledged and understood.